Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a routine follow up visit, this right atrial (ra) lead exhibited oversensing noise and low out of range pacing impedance measurements that were less than 200 ohms. The physician suspect cause to be due to an ra lead conductor fracture. Chest xray imaging was performed, however the images were unremarkable. Due to the atrial oversensing, the physician opted to implant an additional leadless pacemaker device. No additional adverse effects were reported. At this time, the right atrial (ra) lead remains in service. No additional information was received at this time.